Event description:
It was reported, that the patient presented in the clinic. With left ventricular (lv) lead loss of capture. It was noted, that the lv lead was dislodged. The lv lead was explanted and replaced. The patient was stable.